Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The pump was received without battery cap. The pump was unable to confirm damage. The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube, cracked case and corroded battery tube.

Event description:
The customer reported via phone call that they experienced damaged battery cap. The customer's blood glucose value was unknown. The customer stated that she was unable to remove the battery cap. The customer reported no delivery alarm. The customer stated that the issue was never resolved. The product was returned for analysis.